Manufacturer narrative:
Name: medtronic minimed country: (B)(4) street: (B)(4) city: (B)(4) state: (B)(4) zip code: (B)(4) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that patient experienced hyperglycemia event on (B)(6) 2026 and corrected with insulin pen